Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the atrial lead exhibited noise. Noise was reproduced with isometrics. The lead was reprogrammed and normal functions resumed. The patient remained asymptomatic.

Manufacturer narrative:
(B)(4).